Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the target lesion was direct stented with a xience v sent. An unexpected dissection of the target vessel occurred, which required treatment with another xience v stent. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Dissection is a known outcome of coronary stenting, and is listed in the IFU as a potential adverse event. There was no report of malfunction and no predilatation was performed. The IFU states: "the vessel should be predilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications." A relationship between direct stenting and the dissection cannot be confirmed. There is no indication of a product quality issue. A review of the device history records did not reveal any non-conforming material reports which could have contributed to the difficulties experienced.